Event description:
It was reported that this right atrial (ra) lead was exhibiting a high out of range pacing impedance with measurements that increased gradually over a year from 900 ohms to 2100 ohms, additionally the right atrial automatic threshold (raat) test output had risen from 0.9 volts to 1.6 volts over the same time period. The suspected root cause is calcification since it is often related to gradual rises. It was recommended to schedule a follow up with the patient and testing the ra lead, increase outputs or turn auto output on for the ra, additionally no noise was observed. This ra lead remains in service. No adverse patient effects were reported. Additional information confirmed that isometrics tests were performed without generating noise. Raat was turned on; however, the root cause of the high out of range pacing impedance and raat test output was not identified. The resolution for the patient is to continue monitoring per recommendations from electrophysiology and technical services. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting a high out of range pacing impedance with measurements that increased gradually over a year from 900 ohms to 2100 ohms, additionally the right atrial automatic threshold (raat) test output had risen from 0.9 volts to 1.6 volts over the same time period. The suspected root cause is calcification since it is often related to gradual rises. It was recommended to schedule a follow up with the patient and testing the ra lead, increase outputs or turn auto output on for the ra, additionally no noise were observed. This ra lead remains in service. No adverse patient effects were reported.